Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the repair center of olympus (B)(4) (oekg), it was found that the part of the ultrasound transducer had peeled off. Also there had been deep scratches on the ultrasound transducer and internal parts had been exposed. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the excessive external force due to the handling by the user facility. Olympus stated the appropriate handling of gf-uct180 and the counter measures against abnormalities in the instruction manual of gf-uct180.